Event description:
My minor son is a type 1 diabetic and uses the dexcom g6 and g7 continuous glucose monitor medical devices. We recently switched to the g7 and have noticed that the new adhesive is much more toxic than before, and is generating really nasty rashes that last for literal weeks without intervention, even after the device has been removed and the area cleaned. It doesn't take a rocket scientist to realize that the glue is beyond toxic and never should have been approved in this state, I highly doubt it was well tolerated by the masses in testing, as all of social media seems to indicate the exact opposite right now. You can go anywhere, to facebook diabetes support groups, reddit diabetes subs, tiktok channels, youtube channels, blogs, and other websites, and the common theme is dexcom adhesive is eating away at people's skin, to a frightening degree that is not normal and is being absolutely minimized by dexcom, since the year 2019 when they admitted to a formula change in adhesives and the problem has never been fixed. In fact, the issue got worse with the g7 because the adhesive is now stronger due to there being a smaller tape footprint. Dexcom's only rebuttal is that people need to buy extra products to prevent rashes, such as third party patches to go under the sensors, creams, or more specifically they suggest spraying flonse on the application site as an off-label approach to mitigating the toxic nature of their adhesive, rather than just actually fixing the root of the problem which is the toxic chemicals that shouldn't be on people's skin. Why do companies continue to get away with all these chemicals in their products? Johnson & johnson got recalled for putting undisclosed cancer ingredients into their baby powder, so what chemical is in this dexcom adhesive and when should we expect to also get cancer or mrsa from the infections these cause? That's obviously rhetorical stuff here, the point is we parents of t1d are so beyond exhausted. We need help, this disease is awful and I haven't slept in the last 5 years because of it...please stop minimizing us, and go after these people and make companies stop doing harm. It's already bad enough there's a million other topics I could discuss about these dexcom sensors not being great (inaccurate, high failure rates, objectively too expensive for what they are and the cost to produce, etcetera). All I'm asking for today though is just stop causing my minor son's skin to literally slough off and ooze with infection, thanks. Hopefully my point gets across and this finally gets taken seriously because it's been an unaddressed problem for too long. See this petition someone else started, and read all the comments as it is eye opening for the uninitiated. The big problem with type 1 diabetes is it's absolutely nothing like type 2, and nobody understand type 1 unless you literally have it. That's why we get ignored. Https://www.change.org/p/dexcom-change-your-adhesive-on-your-devices https://www.change.org/p/abbot-diabetes-care-abbot-diabetes-care-need-to-acknowledge-and-investigate-libre-adhesive-reactions-cd4c0eea-4186-4a5f-be8a-eee3b140e05d.